Event description:
It was reported that the battery gauge was fluctuating. There was no reported impact on the customer¿s blood glucose level. The customer declined further troubleshooting, and no follow-up was required.